Manufacturer narrative:
"Correction": h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. The interior superior vena cava defibrillation cable was extrinsically cut. The exposed superior vena cava defibrillation coil became extrinsically fractured due to a cut. Visual analysis of the lead indicated apparent explant damage. The analyst noted only a partial lead in two segments was returned. The svc internal defib conductor was cut at 33 cm with the proximal cross groove of the svc coil cut off and the external svc defib conductor cut off at the same location, extrinsic damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A lawsuit alleged that the patient "suffered physical and other injury", and that the patient "sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish, economic losses and other damages. [Patient] has further suffered physical injuries and various physical manifestations of emotional distress associated with one or more of the following: the implantation, recall, failure, removal/replacement, and/or inability to have the defective [lead] removed or replaced." (B)(6) 2011 the device was returned to the manufacturer after being explanted due to normal battery depletion. The device subsequently tested out of specifications during manufacturer's analysis. No patient complications have been reported as a result of this event. On (B)(6) 2011: a lawsuit further alleged that the device was defective and had failed, and that the patient sustained physical injuries.